Event description:
On (B)(6), 2015, the reporter contacted animas alleging a casing condition issue. The reporter stated that there was a crack in the battery compartment. No additional information was available. There was no adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 06/02/2015 device evaluation: the device has been returned and evaluated by product analysis on 05/18/2015 with the following findings: the investigation completed with the returned battery cap. The battery compartment was found to be cracked along the side from the threads to the seal case. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.